Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that hybrid layer capacitor (hlc) batteries, designators bt1 and bt2, of the analog pcb would no longer hold a charge. The hlc batteries would no longer hold a charge because they were damaged after having previously depleted to zero (0). Physio observed that the device would charge and shock when prompted. The customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0). As a result, defibrillation may not be possible, if it were necessary.